Manufacturer narrative:
Concomitant medical products: 6935m-55 lead implanted: (B)(6) 2018, dtmb1d4 crtd implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) system was explanted and replaced with an implantable pulse generator (ipg) system due to an infection. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead in segments was returned and analyzed. No anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.